Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device had an undetermined malfunction was confirmed. An assessment was performed on the device and it was found that the device had a worn coupling head, a loose pin, and stopped running during testing. The assignable root cause was determined to be worn electrical components and bearings deterioration from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the small battery drive device had an unknown malfunction. During in-house engineering evaluation it was found that it was found that the device had a worn coupling head, a loose pin, and stopped running during testing. It was reported that there was no delay due to the event as an identical spare device was available for use. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.